Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. The customer stated that error was occurred during daily use. Explained to customer that insulin pump performs safety checks and error was found. Advised customer to discontinue the insulin pump and revert to back up plan. The customer was assisted to place insulin pump in storage mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis